Event description:
It was reported by that the patient presented for revision with alval after ~5 years with trident/accolade2. Head and liner exchanged with 3 implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: v40 cocr lfit head 36mm 0 offset; cat# 6260-9-136; lot# 396879. Unknown x3 liner 36mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.